Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.

Event description:
A customer reported a system error 2240 (air in tubing) and system error 2367 had occurred on the homechoice during use. The patient was connected at the time of the alarm. The patient was advised to disconnect. The patient's nurse then set up the machine again for the patient. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement, but no patient injury or medical intervention was reported.